Manufacturer narrative:
Hamilton medical ag ref. No.: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
It was reported to hamilton medical ag that hamilton-g5 ventilator¿s touch screen doesn¿t work and pat knob have to be used. Patient was involved. No intervention necessarily, no health or consequences to the patient was reported.